Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the IFU of the tigertriever include but are not limited to, hematoma or hemorrhage at puncture site, dissection, vessel perforation, intracranial hemorrhage, post-procedure bleeding, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse event was anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
A report from the field indicated that a patient underwent a mechanical thrombectomy procedure for ischemic stroke in the m2 segment with tigertriever revascularization device and experienced hemorrhage. The patient expired 3 hours post-procedure.